Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 6089590, medical device expiration date: 2017-09-30, device manufacture date: 2016-03-29. Medical device lot #: 6025994, medical device expiration date: 2017-07-31,  device manufacture date: 2016-01-25. (B)(6). Investigation results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported there was an increase of hemolysis when using bd vacutainer® sst¿ ii advance plus blood collection tubes. There was no report of exposure, serious injury or medical intervention.